Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying tendril sts that may be related to a serious injury. Specific patient information is documented as unknown. Details are listed in the attached article, titled micra leadless pacemaker retrieval in a pediatric patient. In the case study, the patient's atrial lead was failing to capture and was dislodged. The lead was explanted. Patient was stable post procedure.